Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported that after her daughter wore the pod on her right arm for less than 36 hours she noticed the site was red, had puss and blood coming out of the insertion site. The site was cleaned with alcohol and was fully dry before she placed the pod on. Her blood glucose was reading between 250 to 350 mg/dl and the infection was about 4 inches in diameter. She took her to the urgent care center with bg reading of 330 mg/dl and her white cell count was also elevated. She was given a culture test and after the result came back she was diagnosed for cellulite with puss, blood and a staph infection. They placed her on an antibiotic of augmentin, oral medication and sulfa drug. During a follow up call, her infection has subsided and she is doing better now.